Event description:
The customer alleged that the vent went "inop" on a patient. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. There was no patient harm reported.